Manufacturer narrative:
Pt identifier was not released by the hosp. The device was discarded at the hosp. No needles were available to send in for investigation. Technical services provided add'l instructions on instrument operation to the medtronic rep which resolved the issue.

Event description:
A medtronic rep who was on-site, reported that the passive biopsy needle, used with the stealthstation s7 system, needle was tracking red/green status. Case was continued. Diagnostic tissue was taken during the biopsy. There was no impact on pt outcome.